Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 300 mg/dl with a trace level of ketones. After the alarm, the customer would changed the supplies on the pump and deliver a correction bolus to address the bg level. As the occlusions had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions. The customer indicated that insulin injections were available to manage diabetes if necessary.